Event description:
The slingbar detached from the lift. The pt fell back onto the wheelchair. No injuries reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.